Manufacturer narrative:
The reported events of a helix mechanism issue, high threshold and not capture were confirmed while high lead impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix fully extended and clogged blood or tissue. X-ray examination of the lead found over torque and two filars broken and separated of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported events of a helix mechanism issue, high threshold and not capture was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood or tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) was unable to capture, exhibited high pacing impedance and high capture threshold measurements with the helix failing to extend. The rv lead was also reported to have been damaged. The rv lead was then removed and replaced. The patient was in stable condition.